Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that a clenz (cleaner) leak (approximately 2 ml) was observed in the front right side diluter of the lh750 instrument. Customer stated that the fluid was not contained and leaked out onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and performed shut down and startup and no clenz leak was observed. However, fse did find and replace cut tubing on valve 97b (vl97b) which is the retic stain chamber drain line. This resolved the issue and no further problems were reported.